Event description:
It was reported that after applying a new libre 3 plus sensor and announcing a meal, the patient experienced hyperglycemia with a capillary meter reading of 328 mg/dl and libre value of 308 mg/dl, while the ilet did not issue a high glucose alert; tubing was tested with observed drops, and the patient initially deferred a supply change but later completed a full supply change with subsequent stabilization. Symptoms included hyperglycemia without reported physical symptoms. Outcomes included no health consequences or lasting impact. Investigation included review of device data, assessment of infusion delivery via tubing drop test, and guided troubleshooting with a full supply change. Investigation of this case revealed no device alarms and no confirmed device malfunction, with glycemia improving after supply replacement and automated correction by the ilet. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.